Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. The customer's blood glucose was 155 mg/dl. The drive support cap was recessed. The customer stated that the company logo label was not at the bottom of the insulin pump; it looked like it had been peeled off. The settings of the insulin pump could not be retrieved since the device was stuck in the rewind loop. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force senor. No error alarm noted. The device was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.